Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received stated that the patient had a slight leg-length inequality due to the reported event. Affected side is right hip.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture prolonged surgery and limb asymmetry. Removed code for device revision or replacement. B1 (adverse event) and b2 (required intervention) should not have been checked. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total hip arthroplasty using the depuy synthes corail pinnacle hip system, the surgeon prepared the femur according to correct surgical technique by sequentially broaching the femur one size at a time until the optimal size broach was identified. After trial reduction, testing range of motion and testing for adequate stability, the surgeon selected a ka size 12 definitive corail hip stem to be implanted in the patient. Upon implantation, the surgeon commented that the stem was ¿sitting up¿ 2-3mm higher than where the size 12 broach was sitting. Surgeon then carefully removed the definitive stem with the stem extractor, and re-broached the femur with the one-size immediately smaller (size 11), than the originally selected size 12. Surgeon then re-implanted the definitive size 12 stem, and was successful in seating it slightly deeper than before, but commented that it was still sitting up about 1mm. Surgeon then proceeded to finish the surgery by following the necessary steps to implant a definitive femoral head, and reduce the hip with all four components in place. Surgeon then commenced with wound closure.